Event description:
Used a new pair of acuvue moist daily contact lenses. Sudden stabbing pain from either stray hair or dust, I thought. Still painful after contacts removal. Washed eye with tap water at home, felt better, but still pains the next day, so I went to eye clinic. Found multiple scratches, couldn't tell what caused them, but already started to heal. The next weekend, I used another pair of new lenses and experienced lesser pain after removal. Got back on its own as I figured it might've been the lenses. At my next eye doctor's appointment, I was prescribed acuvue oasys as the lenses are thicker and less likely to tear, though it wasn't determined whether the lenses were the cause. I'd like someone to examine my remaining pairs.